Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a viscoelastic which is not qualified for use with qualified lens/cartridge combinations. The root cause may be related to a failure to follow the directions for use (dfu). Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implant, the iol broke in two as they tried to insert it into the eye but they could retrieve the two pieces before it went into the eye. According to the physician the device did not cause or contribute to a serious patient injury. No surgical intervention was required. Additional information was received indicating that the surgery was completed with another lens.